Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was possible insulation damage to the right ventricular (rv) lead. Low impedances and a polarity switch were also noted on the rv lead. The lead was explanted and replaced, and the lead was visibly damaged upon explant. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the outer insulation of the lead was extrinsically breached due to a cut. The outer insulation of the lead was observed to have blood ingression. Visual analysis of the lead indicated damage at implant. The analyst noted the full lead was returned. The outer insulation was cut at 13 cm and 13.3 cm with blood ingression. If information is provided in the future, a supplemental report will be issued.